Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's s1 lead was fractured. Surgical intervention was undertaken wherein the fractured lead broke and was left partially implanted in the patient.

Manufacturer narrative:
The date of event is estimated.